Event description:
It was reported that during a selenia dimensions mammography system procedure the machine was shaking. A fe examined the equipment and discovered 2 vta screws broken. The vta assembly was replaced and applicable calibrations completed. System met the manufacturer´s specifications. No patient injury or staff reported.

Manufacturer narrative:
Investigation was concluded as follows : it was reported that the c-arm was shaking during the tomo sweep. The field engineer (fe) was dispatched to the customer site and found two vta bolts were broken. The fe replaced the vertical travel assembly , resolving the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. The vta was not returned for investigation. Risk trending was performed and the calculated occurrence was found a very low(1). The cause of the c-arm shaking was due to the broken vta bolts. A CAPA has been opened to investigate the root cause of the loose/broken vta bolts. The DHR was reviewed. There was one discrepancy noted in the DHR; however it was not related to the vta assembly. System product code: sdm-00001-3d serial number: (B)(6). System manufacture date: 3/5/2014 system installation date: 3/11/2014 unique device identified (UDI): (B)(4).